Manufacturer narrative:
(B)(4). Date sent 10/11/2024. D4 batch #845c51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with the jaws and closure trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst60w reload was received partially fired 1/16 and loaded on the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 845c51, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, that the device did not staple. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device cut the tissue? I was unable to obtain any more information about the incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.